Event description:
Maryland ligasure was not working. Error code stated the ligasure was not contacting tissue. Tried several times on different areas if tissue. Opened a new one and the new one worked.